Event description:
Device malfunction: unk. Symptoms/ae: failure to achieve hemostasis. Time of symptoms/ae: after vessel closure. User facility medwatch report received that states "starclose device was being used on pt post cardiac cath procedure. When the pt got up to ambulate the device did not hold and the pt had slight bleeding. A pressure device was applied and the pt was put on bedrest for four hours. Pt discharged in normal timeframe. Pt did not develop any other issues." Additional info received indicates that the oozing was from the tissue track and a femostop was applied. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.